Manufacturer narrative:
The service technician replaced the motor controller board to address this finding. The device successfully passed performance specification testing.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
During device repair, the manufacturer's service technician reported a data acquisition pcb adc reference failure. There was no patient involvement.